Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Cuts in the insulation were noted. Blood/body fluid was noted in the lumens due to the cuts. The helix was retracted and tissue was noted to be entwined in the helix. The tip of the lead and helix appeared intact and undamaged. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
(B)(4); the lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this lead received multiple inappropriate shocks and subsequent loss of ventricular capture. The lead was found to have perforated the patient. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead was returned for analysis. There were no additional adverse patient effects reported.